Event description:
The device failed accuracy test with under delivery. Per service shop, the hosp rep stated they have no record of any pt incident involving the pump since thet last baxter service event.